Event description:
It was reported that nicardipine was intended to be running at 25mg/hr, but when the nurse went to check on the pump, the infusion was found to be turned off. The rn stated that they had been running the infusion at 25mg/hr when it was on earlier in the day, but later when the mar was checked, the rn had edited the documented rate to 2.5mg/hr. There was patient involvement, but the impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the complaint that the pump module was found to be turned off was not determined, as none of the devices were returned for investigation. The events could not be confirmed based on the email-only investigation. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. External and internal inspection of the devices could not be performed as no devices were returned for inspection. No suspect devices or logs were returned for this investigation; therefore, a log analysis could not be performed. The bd alaristm system user manual (v12.3.2), notes that proper operation of the bd alaristm system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using bd alaristm system. Discard infusion set if packaging is not intact, or protector caps are unattached. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause that the pump module was found to be turned off could not be determined, as no devices were returned for investigation. The events could not be confirmed based on the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nicardipine was intended to be running at 25mg/hr, but when the nurse went to check on the pump, the infusion was found to be turned off. The rn stated that they had been running the infusion at 25mg/hr when it was on earlier in the day, but later when the mar was checked, the rn had edited the documented rate to 2.5mg/hr. There was patient involvement, but the impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.